Event description:
It was reported that low sensing and t-wave oversensing were observed. Externalized conductors were seen under x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to external and internal insulation abrasion were found at 13.5-16.0cm from the distal end. The silicone insulation was abraded and the sensing conductors were visible. External insulation abrasion was found at 7.4-8.4cm from the distal end. The etfe coating was intact at these locations. No conditions were observed that could cause or contribute to the reported low sensing and t-wave oversensing observed in the field.